Event description:
It was reported that an ilet user received repeated ¿unable to proceed¿ messages during the supply change process and tubing fill, which persisted after notification clearing and device restart, and the device displayed a consecutive stalled motor alarm consistent with an insulin delivery stall. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included device interruption that required a replacement ilet while the user continued continuous glucose monitoring on a separate platform. Investigation included customer support troubleshooting, review of device behavior during supply change, and logistical arrangements for device return and evaluation. Investigation of the returned device revealed a device malfunction consistent with an insulin delivery motor stall, suggestive of a pump mechanism or cartridge/tubing interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.